Manufacturer narrative:
It was reported that the device did not turn on during start-up procedure. The issue has been confirmed by analyzing problem description and communication with field service engineer (fse). The device¿s logs and service report were not available for further evaluation. It has been clarified that that the reported issue has been related to the power control circuit board, which connects and controls charging of the battery modules. The power control circuit board has been replaced and the device was returned for use. There were no further failures. Defective part has not been returned for investigation. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 12/07/2003. Corrected manufacture date: 12/12/2003.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator did not switch on. There was no patient involvement. Manufacturer's ref.#: (B)(4).